Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation; due to it was discard at the hospital. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while during surgery the impactor block was noted to be broken. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined; however, this is a known risk due to instrument fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported while during surgery the impactor block was noted to be broken. No adverse events have been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available.